Event description:
On (B)(6) 2016, a reporter for the patient (the patient¿s son) contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter was prompting unknown error messages. The complaint was classified based on the customer care advocate (cca) documentation. The reporter was unable to say what was wrong with the meter but claimed that for the week prior to contacting lfs, the meter had not been functioning correctly; he reported that he had changed the batteries and reset the date/time twice. The patient (the reporter¿s mother) manages her diabetes with insulin. The reporter claimed that due to the problems with the meter, his mother was not able to give herself the necessary amount of insulin on (B)(6) 2016. He denied that the patient had developed any symptoms, but reported that an ambulance was called and his mother was taken to hospital. He reported that the paramedics had administered an unspecified type and dose of insulin upon arrival at the patient¿s house. At the time of troubleshooting, the csr was unable to walk the reporter through a retest as he did not have the appropriate testing supplies available. It is noted that the patient¿s test strips (lot 3824066) had expired in (B)(6) 2016. The reporter had to terminate the call and no products are being replaced at this time. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.